Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th november 2024, it was reported by an arthrex employee via email that an ar-1588rt, acl tightrope rt, broke when retrieving the white suture. This was detected during reconstruction of anterior cruciate ligament surgery on (B)(6) 2024. Procedure was successfully completed with no patient harm by using another new ar-1588rt instead. No secondary procedure was needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588rt acl tightrope® rt was received for investigation. Visual evaluation of the returned device noted that the loops of the white suture had broken, and the white suture fragment was no longer assembled to the button. Functional testing was not performed due to the damage to the device. The most likely cause for the observed failure can be attributed to user error of the device due to excessive force used during suture tensioning/passing. Per dfu-0147-eo revision 2 precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.